Manufacturer narrative:
Additional information has been received from the local field representative indicated that the cause of the syncope was not determined. Pacing thresholds were not evaluated to confirm capture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital due to experiencing a syncopal episode. Data from the device was reviewed and confirmed there had not been any episodes stored in the last 72 hours. All lead measurements were within normal limits. The presenting electrogram (egm) indicted the device was functioning as programmed. No additional adverse patient effects were reported.